Event description:
Consumer's wife alleges consumer was going down a ramp when his chair allegedly sped up and went off ramp.

Manufacturer narrative:
An fst evaluated the device. The fst states that the ramp used has no guard rails and is steep. The fst replaced the right armrest and front caster wheel. The unit is working properly.

Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Consumer's wife alleges consumer was going down a ramp when his chair allegedly sped up and went off ramp.